Event description:
It was reported that during an attempt to implant the multi-link stent into the proximal left anterior descended, it touched a previously implanted stent and separated. The lesion was reportedly restenosed. Vessel occlusion occurred and the pt was allowed to infarct. A follow-up CABG was performed 2 months later. Following the CABG, the pt's condition was reported as good.